Manufacturer narrative:
The endoscope was returned to the service center for evaluation. The endoscope passed the leak test. The bending section cover at the distal end was intact. There was no fluid invasion noted inside the endoscope. However, the bending section cover adhesive was peeling/lifting. The potential cause of the adhesive to peel/lift can be attributed to excessive stress applied to the glue from handling or from chemical damage. The user manual indicates that the sterilization cap (maj-1538) equalizes the outer and inner pressure of the endoscope. The cap must be attached prior to gas sterilization (ethylene oxide gas, sterrad®, etc.) And aeration and removed prior to immersion or clinical examination. The cap must also be attached when the endoscope is transported outside the hospital (shipment, return for repairs, etc.).

Event description:
The technical assistance group was informed that the endoscope was incorrectly reprocessed as the user facility went to remove the endoscope from the sterrad sterilization machine and noticed that the venting connector cap was not attached. The customer confirmed that the bending section cover at the distal end did not rupture but will be returning the endoscope to inspect the integrity of the bending section cover. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide a correction as the report information was submitted on two medical device reports in error (8010047-2020-02440 and 8010047-2020-02423). Reference MDR# 8010047-2020-02440 for all investigation details.